Event description:
Event occurred during interventional radiology procedure (complex coronary heart disease patient) for PICC line placement. The guide wire easily advanced through the axillary vein into the subclavian region when there were numerous collaterals. Could not access the right innominate vein due to central occlusion and tortuous collaterals. Attempted to remove the catheter. Despite minimal traction, the 0.018 inch cope guidewire unraveled. With very minor tension, there was continued unraveling of the wire. It appeared that the tip of the wire started to move as if it would mobilize and remove itself from the vein. Unfortunately, the wire broke with a retained segment of wire evident in vessel. Immediately recognized, stopped the procedure, contacted various other physicians to get suggestions as to whether to leave this wire in the vessel, or to attempt to retrieve it. The consensus at the time was to leave the wire inside the vessel. Disclosed the situation to patient and family. Manufacturer response (as per reporter) for guide wire cope .018 wire, (brand not provided)cook medical responsible for the manufacture of the product, and an investigation will be carried out in an effort to determine possible causes of the occurrence.